Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A leakage test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. Review of the welding parameters of the product were within specification. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video and four photographs of the sample were provided for evaluation. Visual inspection of the provided video showed an external fluid leakage at the connection between the header and the housing. The leakage was not visible on the provided photos. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a polyflux 170h set, an external fluid leak was observed. It was reported, treatment was stopped, and the dialyzer was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.